Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back with pp available. Patient mentioned previously documented fall. Pp use was reviewed. Patient successfully synced and reported that ins was on, prog 1 at 3.0v. Patient increased to 4.2v, which was comfortable. Patient had not seen the doctor in about a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient reported she has had frequent and urgent bowel movement since 2018 about 2-3 months ago. The patient stated that she has increased stim 2 months ago but she does not want to go above 2.0. The patient reported she has fallen twice since 2017 (one time 3-4 months ago and 1 time about a month ago. The patient indicated fall was related to the reported issue. There was no action to resolve this issue. The patient was redirected to healthcare provider regarding fall and symptom return. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.